Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain and pressure/ 3 painful years. Three years after insertion she underwent hysterectomy and salpingectomy. She stated that the coil that was supposed to be in her right tube was no longer there and had migrated (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, three years after insertion it was found that the coil that was supposed to be in her right tube was no longer there and had migrated. The exact location of the device was not known. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention. Non-serious events were also reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2015-n-2781-0163, awareness date 13-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011, for permanent birth control. Consumer reported that she had essure placed in 2011 and had confirmed placement of the coils with an hsg (hysterosalpingogram) test 3 months later. After essure she started to lose large clumps of hair every day, migraines at least 2 days every single week, had pelvic pain and pressure, severe cramps, extremely heavy, irregular periods with large clots, and was constantly tired. After experiencing the heavy, irregular periods I had to go on birth control pills for the first time in her life. Prior to essure she only used condoms for birth control. The pills did lessen the bleeding, but the migraines still occurred, the pelvic pain was still there, and then she started getting 2 cycles every month. She did research on essure and found that the components made in essure are endocrine disruptors. When her gynecologist did blood testing for her hormone levels she found most were elevated and wanted her to see a few different specialists and she sought a second opinion. In (B)(6) 2014, after 3 years of having essure and 1 year of dealing with 2 cycles a month, she had a robotic hysterectomy removing the tubes, uterus, and cervix. She was only (B)(6) years old at the time of the surgery. Her coil that was supposed to be in her right tube was no longer there and had migrated. It is still missing but presumed to either have been lost during one of her heavier periods or embedded in her cervix since that was severely inflamed. After receiving surgery, she doesn't have any pelvic pain or pressure, doesn't have migraines anymore, her hair started to slowly grow back, and she had energy back. She felt like she did prior to essure. Since she chose essure, she ended up needing major surgery, lost part of her womanhood, has scars on her stomach, and 3 painful years in her past. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain and pressure/ 3 painful years. Three years after insertion she underwent hysterectomy and salpingectomy. She stated that the coil that was supposed to be in her right tube was no longer there and had migrated (interpreted as device dislocation). These events are serious due to medical significance and listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, three years after insertion it was found that the coil that was supposed to be in her right tube was no longer there and had migrated. The exact location of the device was not known. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention. Non-serious events were also reported. A product technical analysis has been requested.